Manufacturer narrative:
The stent remains implanted in the patient. As the event was reported approximately 6 months after the stent was implanted, and there was no reported device malfunction, the device was not requested for return. A review of the lot history record (lhr) indicated that there were no non-conformances observed for this lot and the lot conforms to its predetermined specifications and requirements. A risk assessment review indicates that myocardial infarction and thrombosis are captured as foreseeable events. A review of cobra pzf instructions for use (IFU) was conducted. Myocardial infarction and thrombosis are labeled in the IFU as known potential adverse events. The exact cause of thrombosis (with myocardial infarction symptom) is unable to be determined. Causes of the acute stent thrombosis can be multi-factorial and can include patient medical history and comorbidities; not responsive to the antiplatelet therapy; vessel morphology; thrombogenic vessels; increase in stent surface reactivity; stent thrombogenic for patient; stent heated excessively by magnetic field; stent expanded beyond design intent; stent overstressed leading to fracture, stent is under underexpanded. In this case, the relationship between the cobra stent and thrombosis cannot be completely ruled out. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency. The three other cobra pzf stents (3.0x18mm, 2.5x18mm, and 2.5x30mm) referenced are being filed under separate MFR numbers.

Event description:
An (B)(6) male with medical history of coronary artery disease with percutaneous coronary intervention (pci) on (B)(6) 2011, ischemic cardiomyopathy, atrial flutter treated with ablation, and atrial fibrillation s/p pacemaker, diabetes mellitus type 2, hyperlipidemia, hypertension, renal impairment, and former smoker, presented with stable angina. Coronary angiography showed multi vessel coronary artery disease. The patient was enrolled in (B)(6) trial on (B)(6) 2018. Pci was performed with cobra pzf¿ nanocoated stent (3x18 mm) implanted in the mid left anterior descending artery (mlad);timi flow 3 noted without procedure complication. The patient started on aspirin on (B)(6) 2018 and was on plavix from (B)(6) 2017 to (B)(6) 2018, as well as warfarin. The patient was hospitalized on (B)(6) 2018 for recurrent stable angina symptoms. Angiography on (B)(6) 2018 showed patent rca and 90-99% restenosis of the distal portion of the cobra stent in the mid lad with severe d1 stenosis. Planned angiography was performed on (B)(6) 2018 with successful implantation of cobra pzf¿ stent (2.5x18 mm) to d1, and successful implantation of cobra pzf¿ stent (2.5x18 mm) to mlad, and implantation of a cobra pzf¿ stent (2.5x30) to cover dissection in mid to distal lad. After the final coronary angiography, there is no visible dissection line. The coronary flow is normal (timi 3). That same afternoon ((B)(6) 2018), the patient had myocardial infarction (mi); angiography showed patent mid lad, an acute occlusion by thrombus of the distal part of the d1, and occlusion by thrombus of distal lad (dlad). Successful balloon angioplasty for d1 was performed, but implantation of a cobra pzf¿ stent (2.5x15) failed to treat dlad.. Timi 0 flow was observed in distal lad. Subsequent tni increased to 7.9 ng/nl (31/07). Antero-apical lv dysfunction with ef 30% observed. The admission was complicated by hematemesis and required two units of blood and IV iron infusion, from renal impairment, and hypotension. The patient discharged home (B)(6) 2018. The investigator indicated the recurrent angina was related to the device and not related to the index procedure. The mi was reportedly related to the index procedure and not to the device. No further information was provided. The sponsor assessment: new lesion in d1 was treated with cobra stent. Instent restenosis of index stents treated with balloon angioplasty complicated with dissection and thrombosis, which was further treated with cobra stents. The patient returned the same day to the cath lab with patent mid lad stent and occlusion in the distal d1 and distal lad due to dissection/ thrombus. The final result with d1 patent, and distal lad with timi 0 flow at the end of the procedure.